Event description:
No additional information

Manufacturer narrative:
Investigation result: no 10010454-0006 sample was available for investigation. The customer reported that the affected sample was from lot 24026170 and the customer reported that "cytotoxic exposure to one of our staff members who noticed that the air valve was open - she touched this with ungloved hands whilst chemotherapy was running and it was wet to touch." As part of the investigation, the customer provided photographs of the affected sample to aid the investigation. Analysis of the photographs was unable to determine a potential root cause for the customer's experience, however analysis confirmed the presence of the membrane within the air vent. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 24026170 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. Please note that the air vent is designed to allow air into the fluid container when using a glass bottle or semi-rigid container. When inserting the spike and filling the drip chamber, whether using collapsible bags, glass bottles or semi rigid containers, it is important that the air vent cap is in the closed position; however, once the drip chamber is primed the air vent should remain closed when using collapsible bags and open when using glass bottles. Please follow the fluid container manufacturer's recommendations regarding venting of semi-rigid containers. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 10010454-0006 product in the international market over the past 12 months.

Event description:
It was reported that bd alaris pump module infusion set was leaking the following information was received by the initial reporter with the following verbatim I am emailing to find out a little more information about the bd alaris pump infusion set (with and without 0.2 micron filter). These lines are being used to administer chemotherapy in our unit at (B)(6). Yesterday there was a possible cytotoxic exposure to one of our staff members who noticed that the air valve was open - she touched this with ungloved hands whilst chemotherapy was running and it was wet to touch. This is now an air borne and dermal exposure risk to our staff member.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.